Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-nov-2018. The most recent information was received on 03-apr-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pain ("pain throughout the body") in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included mandibular operation in 2015, cervical conization in 2010, smoker and nickel sensitivity. On (B)(6)2014, the patient had essure inserted. In 2016, the patient experienced pain (seriousness criteria medically significant and intervention required), epistaxis ("nosebleeds"), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniation of 2 cervical discs"), raynaud's phenomenon ("raynaud¿s disease"), abdominal pain upper ("near-constant stomach pain and sounds"), abdominal distension ("bloating"), aerophagia ("aerophagia"), gastric dilatation ("distended stomach"), fatigue ("constant fatigue"), depression ("depression"), psoriasis ("psoriasis"), hypoaesthesia ("numbness in arms and legs"), feeling of body temperature change ("feeling hot or cold"), bruxism ("teeth grinding"), visual impairment ("altered vision"), amnesia ("memory loss"), language disorder ("difficulty with language"), alopecia ("hair loss without regrowth") and the first episode of dyspareunia ("intercourse can be painful"). On an unknown date, the patient experienced stress ("stress"), loss of personal independence in daily activities ("difficulty with organization and managing the home and children"), libido decreased ("low libido"), dysmenorrhoea ("protomenial dysmenorrhea"), the second episode of dyspareunia ("deep dyspareunia"), arthralgia ("arthralgia"), myalgia ("myalgia"), asthenia ("asthenia"), migraine ("migraines"), eczema ("cutaneous eczema") and affective disorder ("mood disorders"). The patient was treated with surgery (bilateral salpingectomy with coronectomy by laparoscopy to remove essure). Essure was removed on (B)(6)2018. At the time of the report, the pain, epistaxis, nausea, vomiting, carpal tunnel syndrome, intervertebral disc protrusion, raynaud's phenomenon, abdominal pain upper, abdominal distension, aerophagia, gastric dilatation, fatigue, depression, psoriasis, hypoaesthesia, feeling of body temperature change, bruxism, visual impairment, amnesia, language disorder, alopecia, stress, loss of personal independence in daily activities, libido decreased, asthenia, migraine and eczema outcome was unknown, the headache, dysmenorrhoea, the last episode of dyspareunia and myalgia was resolving and the arthralgia and affective disorder had resolved. The reporter considered abdominal distension, abdominal pain upper, aerophagia, affective disorder, alopecia, amnesia, arthralgia, asthenia, bruxism, carpal tunnel syndrome, depression, dysmenorrhoea, eczema, epistaxis, fatigue, feeling of body temperature change, gastric dilatation, headache, hypoaesthesia, intervertebral disc protrusion, language disorder, libido decreased, loss of personal independence in daily activities, migraine, myalgia, nausea, pain, psoriasis, raynaud's phenomenon, stress, visual impairment, vomiting, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: the essure batch number was unknown. The patient¿s outcome on (B)(6)2019: real improvement of symptomatology, recovery of arthralgia and mood disorders, improvement of headaches, myalgia, dysmenorrhea and dyspareunia. No significant lab data received. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: information received from a pharmacist, other relevant history included mandibular plasty in context of bruxism in 2015, conization in 2010, smoker and allergy to nickel. Essure was inserted for definitive contraception. The batch number was unknown. The events started following the insertion. The stop date of the events was unknown. The patient¿s outcome on (B)(6)2019: real improvement of symptomatology, recovery of arthralgia and mood disorders, improvement of headaches, myalgia, dysmenorrhea and dyspareunia. No significant lab data received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1819405) on 22-nov-2018. The most recent information was received on 28-may-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pain ('pain throughout the body') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mandibular operation in 2015, cervical conization in 2010, smoker and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pain (seriousness criteria medically significant and intervention required), epistaxis ("nosebleeds"), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniation of 2 cervical discs"), raynaud's phenomenon ("raynaud¿s disease"), abdominal pain upper ("near-constant stomach pain and sounds"), abdominal distension ("bloating"), aerophagia ("aerophagia"), gastric dilatation ("distended stomach"), fatigue ("constant fatigue"), depression ("depression"), psoriasis ("psoriasis"), hypoaesthesia ("numbness in arms and legs"), feeling of body temperature change ("feeling hot or cold"), bruxism ("teeth grinding"), visual impairment ("altered vision"), amnesia ("memory loss"), language disorder ("difficulty with language"), alopecia ("hair loss without regrowth") and painful intercourse ("intercourse can be painful"). On an unknown date, the patient experienced stress ("stress"), loss of personal independence in daily activities ("difficulty with organization and managing the home and children"), libido decreased ("low libido"), dysmenorrhoea ("protomenial dysmenorrhea"), deep dyspareunia ("deep dyspareunia"), arthralgia ("arthralgia"), myalgia ("myalgia"), asthenia ("asthenia"), migraine ("migraines"), eczema ("cutaneous eczema") and affective disorder ("mood disorders"). The patient was treated with surgery (bilateral salpingectomy with coronectomy by laparoscopy to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pain, epistaxis, nausea, vomiting, carpal tunnel syndrome, intervertebral disc protrusion, raynaud's phenomenon, abdominal pain upper, abdominal distension, aerophagia, gastric dilatation, fatigue, depression, psoriasis, hypoaesthesia, feeling of body temperature change, bruxism, visual impairment, amnesia, language disorder, alopecia, painful intercourse, stress, loss of personal independence in daily activities, libido decreased, asthenia, migraine and eczema outcome was unknown, the headache, dysmenorrhoea, deep dyspareunia and myalgia was resolving and the arthralgia and affective disorder had resolved. The reporter considered abdominal distension, abdominal pain upper, aerophagia, affective disorder, alopecia, amnesia, arthralgia, asthenia, bruxism, carpal tunnel syndrome, depression, dysmenorrhoea, eczema, epistaxis, fatigue, feeling of body temperature change, gastric dilatation, headache, hypoaesthesia, intervertebral disc protrusion, language disorder, libido decreased, loss of personal independence in daily activities, migraine, myalgia, nausea, pain, painful intercourse, psoriasis, raynaud's phenomenon, stress, visual impairment, vomiting and deep dyspareunia to be related to essure. The reporter commented: the essure batch number was unknown. The patient¿s outcome on (B)(6) 2019: real improvement of symptomatology, recovery of arthralgia and mood disorders, improvement of headaches, myalgia, dysmenorrhea and dyspareunia. No significant lab data received. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain throughout the body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6), the patient experienced pain (seriousness criterion medically significant), epistaxis ("nosebleeds"), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniation of 2 cervical discs"), raynaud's phenomenon ("raynaud's disease"), abdominal pain upper ("near-constant stomach pain and sounds"), abdominal distension ("bloating"), aerophagia ("aerophagia"), gastric dilatation ("distended stomach"), fatigue ("constant fatigue"), depression ("depression"), psoriasis ("psoriasis"), hypoaesthesia ("numbness in arms and legs"), feeling of body temperature change ("feeling hot or cold"), bruxism ("teeth grinding"), visual impairment ("altered vision"), amnesia ("memory loss"), language disorder ("difficulty with language"), alopecia ("hair loss without regrowth") and dyspareunia ("intercourse can be painful"). On an unknown date, the patient experienced stress ("stress"), loss of personal independence in daily activities ("difficulty with organization and managing the home and children") and libido decreased ("low libido"). At the time of the report, the pain, epistaxis, headache, nausea, vomiting, carpal tunnel syndrome, intervertebral disc protrusion, raynaud's phenomenon, abdominal pain upper, abdominal distension, aerophagia, gastric dilatation, fatigue, depression, psoriasis, hypoaesthesia, feeling of body temperature change, bruxism, visual impairment, amnesia, language disorder, alopecia, dyspareunia, stress, loss of personal independence in daily activities and libido decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, aerophagia, alopecia, amnesia, bruxism, carpal tunnel syndrome, depression, dyspareunia, epistaxis, fatigue, feeling of body temperature change, gastric dilatation, headache, hypoaesthesia, intervertebral disc protrusion, language disorder, libido decreased, loss of personal independence in daily activities, nausea, pain, psoriasis, raynaud's phenomenon, stress, visual impairment and vomiting to be related to essure. The reporter commented: case was assessed as incident by the french health authorities. Further company follow-up with the regulatory authority is not possible. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain throughout the body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6), the patient experienced pain (seriousness criterion medically significant), epistaxis ("nosebleeds"), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniation of 2 cervical discs"), raynaud's phenomenon ("raynaud's disease"), abdominal pain upper ("near-constant stomach pain and sounds"), abdominal distension ("bloating"), aerophagia ("aerophagia"), gastric dilatation ("distended stomach"), fatigue ("constant fatigue"), depression ("depression"), psoriasis ("psoriasis"), hypoaesthesia ("numbness in arms and legs"), feeling of body temperature change ("feeling hot or cold"), bruxism ("teeth grinding"), visual impairment ("altered vision"), amnesia ("memory loss"), language disorder ("difficulty with language"), alopecia ("hair loss without regrowth") and dyspareunia ("intercourse can be painful"). On an unknown date, the patient experienced stress ("stress"), loss of personal independence in daily activities ("difficulty with organization and managing the home and children") and libido decreased ("low libido"). At the time of the report, the pain, epistaxis, headache, nausea, vomiting, carpal tunnel syndrome, intervertebral disc protrusion, raynaud's phenomenon, abdominal pain upper, abdominal distension, aerophagia, gastric dilatation, fatigue, depression, psoriasis, hypoaesthesia, feeling of body temperature change, bruxism, visual impairment, amnesia, language disorder, alopecia, dyspareunia, stress, loss of personal independence in daily activities and libido decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, aerophagia, alopecia, amnesia, bruxism, carpal tunnel syndrome, depression, dyspareunia, epistaxis, fatigue, feeling of body temperature change, gastric dilatation, headache, hypoaesthesia, intervertebral disc protrusion, language disorder, libido decreased, loss of personal independence in daily activities, nausea, pain, psoriasis, raynaud's phenomenon, stress, visual impairment and vomiting to be related to essure. The reporter commented: case was assessed as incident by the french health authorities. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on 30-nov-2018 for the following reason: ccc updated. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-nov-2018. The most recent information was received on 06-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain throughout the body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pain (seriousness criterion medically significant), epistaxis ("nosebleeds"), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniation of 2 cervical discs"), raynaud's phenomenon ("raynaud's disease"), abdominal pain upper ("near-constant stomach pain and sounds"), abdominal distension ("bloating"), aerophagia ("aerophagia"), gastric dilatation ("distended stomach"), fatigue ("constant fatigue"), depression ("depression"), psoriasis ("psoriasis"), hypoaesthesia ("numbness in arms and legs"), feeling of body temperature change ("feeling hot or cold"), bruxism ("teeth grinding"), visual impairment ("altered vision"), amnesia ("memory loss"), language disorder ("difficulty with language"), alopecia ("hair loss without regrowth") and dyspareunia ("intercourse can be painful"). On an unknown date, the patient experienced stress ("stress"), loss of personal independence in daily activities ("difficulty with organization and managing the home and children") and libido decreased ("low libido"). At the time of the report, the pain, epistaxis, headache, nausea, vomiting, carpal tunnel syndrome, intervertebral disc protrusion, raynaud's phenomenon, abdominal pain upper, abdominal distension, aerophagia, gastric dilatation, fatigue, depression, psoriasis, hypoaesthesia, feeling of body temperature change, bruxism, visual impairment, amnesia, language disorder, alopecia, dyspareunia, stress, loss of personal independence in daily activities and libido decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, aerophagia, alopecia, amnesia, bruxism, carpal tunnel syndrome, depression, dyspareunia, epistaxis, fatigue, feeling of body temperature change, gastric dilatation, headache, hypoaesthesia, intervertebral disc protrusion, language disorder, libido decreased, loss of personal independence in daily activities, nausea, pain, psoriasis, raynaud's phenomenon, stress, visual impairment and vomiting to be related to essure. The reporter commented: case was assessed as incident by the french health authorities. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pain ("pain throughout the body") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pain (seriousness criterion medically significant), epistaxis ("nosebleeds"), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniation of 2 cervical discs"), raynaud's phenomenon ("raynaud¿s disease"), abdominal pain upper ("near-constant stomach pain and sounds"), abdominal distension ("bloating"), aerophagia ("aerophagia"), gastric dilatation ("distended stomach"), fatigue ("constant fatigue"), depression ("depression"), psoriasis ("psoriasis"), hypoaesthesia ("numbness in arms and legs"), feeling of body temperature change ("feeling hot or cold"), bruxism ("teeth grinding"), visual impairment ("altered vision"), amnesia ("memory loss"), language disorder ("difficulty with language"), alopecia ("hair loss without regrowth") and the first episode of dyspareunia ("intercourse can be painful"). On an unknown date, the patient experienced stress ("stress"), loss of personal independence in daily activities ("difficulty with organization and managing the home and children"), libido decreased ("low libido"), dysmenorrhoea ("proto-menial dysmenorrhea"), the second episode of dyspareunia ("deep dyspareunia"), arthralgia ("arthralgia"), myalgia ("myalgia"), asthenia ("asthenia"), migraine ("migraines") and eczema ("cutaneous eczema"). The patient was treated with surgery (bilateral salpingectomy with coronectomy by laparoscopy to remove essure). At the time of the report, the pain, epistaxis, headache, nausea, vomiting, carpal tunnel syndrome, intervertebral disc protrusion, raynaud's phenomenon, abdominal pain upper, abdominal distension, aerophagia, gastric dilatation, fatigue, depression, psoriasis, hypoaesthesia, feeling of body temperature change, bruxism, visual impairment, amnesia, language disorder, alopecia, stress, loss of personal independence in daily activities, libido decreased, dysmenorrhoea, the last episode of dyspareunia, arthralgia, myalgia, asthenia, migraine and eczema outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dysmenorrhoea, eczema, migraine, myalgia and the second episode of dyspareunia with essure. The reporter considered abdominal distension, abdominal pain upper, aerophagia, alopecia, amnesia, bruxism, carpal tunnel syndrome, depression, epistaxis, fatigue, feeling of body temperature change, gastric dilatation, headache, hypoaesthesia, intervertebral disc protrusion, language disorder, libido decreased, loss of personal independence in daily activities, nausea, pain, psoriasis, raynaud's phenomenon, stress, visual impairment, vomiting and the first episode of dyspareunia to be related to essure. The reporter commented: case was assessed as incident by the french health authorities. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2019: the case (B)(4) (MFR# 2951250-2019-01223 legacy) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added. Patient's information updated. New events added: proto-menial dysmenorrhea, deep dyspareunia, arthralgia, myalgia, asthenia, migraines and cutaneous eczema on 27-mar-2019: no new information no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain throughout the body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pain (seriousness criterion medically significant), epistaxis ("nosebleeds"), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), carpal tunnel syndrome ("carpal tunnel syndrome"), intervertebral disc protrusion ("herniation of 2 cervical discs"), raynaud's phenomenon ("raynaud's disease"), abdominal pain upper ("near-constant stomach pain and sounds"), abdominal distension ("bloating"), aerophagia ("aerophagia"), gastric dilatation ("distended stomach"), fatigue ("constant fatigue"), depression ("depression"), psoriasis ("psoriasis"), hypoaesthesia ("numbness in arms and legs"), feeling of body temperature change ("feeling hot or cold"), bruxism ("teeth grinding"), visual impairment ("altered vision"), amnesia ("memory loss"), language disorder ("difficulty with language"), alopecia ("hair loss without regrowth") and dyspareunia ("intercourse can be painful"). On an unknown date, the patient experienced stress ("stress"), loss of personal independence in daily activities ("difficulty with organization and managing the home and children") and libido decreased ("low libido"). At the time of the report, the pain, epistaxis, headache, nausea, vomiting, carpal tunnel syndrome, intervertebral disc protrusion, raynaud's phenomenon, abdominal pain upper, abdominal distension, aerophagia, gastric dilatation, fatigue, depression, psoriasis, hypoaesthesia, feeling of body temperature change, bruxism, visual impairment, amnesia, language disorder, alopecia, dyspareunia, stress, loss of personal independence in daily activities and libido decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, aerophagia, alopecia, amnesia, bruxism, carpal tunnel syndrome, depression, dyspareunia, epistaxis, fatigue, feeling of body temperature change, gastric dilatation, headache, hypoaesthesia, intervertebral disc protrusion, language disorder, libido decreased, loss of personal independence in daily activities, nausea, pain, psoriasis, raynaud's phenomenon, stress, visual impairment and vomiting to be related to essure. The reporter commented: case was assessed as incident by the french health authorities. Further company follow-up with the regulatory authority is not possible. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.